Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report a false negative result for anti-little c on a patient with a known antibody using 3% selectogen diluted down to 0.8% for use with mts anti-igg card relevant information: issue started on: (B)(6) 2020. Microtubes/wells or cell (donor #) affected: cell 2; reaction grade obtained: negative; customer was expecting: positive; incubation time (for manual test only): 15min. Test repeated: yes. Method/result obtained by repeating: negative. Number of samples affected? One patient sample. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Transfusion history: at least 1 unit each month - (B)(6) 2020. Donor information (relevant if issue occurred post-transfusion): customer states initial testing of customer in (B)(6) 2020 with a different 3% selectogen lot diluted to 0.8%, produced a negative antibody screen, patient transfused 1 unit. When patient returned (B)(6) 2020, customer displayed a positive screen (2+ results) and panel testing identified customer had anti-little c. Customer transfused at least 1 (possibly 2 - customer did not have data) units of little c negative blood. Patient returned on (B)(6) 2020, aware of prior positive screen, customer setup both antibody screen testing (utilizing 3% selectogen diluted to 0.8% lot#s189) and panel testing (utilizing 0.8% resolve panel a). Screening was negative and panel testing identified anti-little c as expected with positive reactions as follows: 1+ with cells 3,4,5 and 6, and 2+ with cells 7,8,9 and 10. Customer prepared fresh dilution of selectogen (same lot and repeated testing) - screening continued to be negative. Customer also states 0.8% resolve panel b was utilized with 1 and 2+ reactions corresponding to anti-little c. No negative outcomes were due to this negative antibody screen. Customer had a historical anti-little c and little c+ blood was not given to the patient. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Was the vial freshly opened? No. Other relevant information: customer utilizes 3% selectogen and dilutes down to 0.8% for mts gel card testing. Customer follow up on (B)(6) 2020 customer dilution procedure of 3% selectogen down to 0.8% - customer takes 1ml of 3% reagent spins down, removes supernatant and adds 3ml of mts diluent 2. Customer performs qc on 3% red cells prior to dilution. Qc material - confidence kit diluted down 1:20 customer also performed little c antigen typing on 3% reagent screening cells - with a 4+ reaction as expected customer also performed testing on same patient with a different lot of expired 3% screening cells diluted with same mts diluent 2 and results were positive as expected.